Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 30 mg/dl, which was treated by paramedics. Blood glucose level at the time of the call was 45 mg/dl. During troubleshooting, the customer stated that the insulin pump's drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.